Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta valve was implanted into a patient. On an unknown date, it was discovered that there was worsened valvular insufficiency. The patient was hospitalized and it was found that the valve had a tear near the stent post which was found using a transesophageal echocardiogram (tee). On (B)(6) 2022, the device was explanted and replaced with another 25mm trifecta heart valve to resolve the event. The patient is recovering. No additional information was provided.

Manufacturer narrative:
An event of worsened valvular insufficiency and tear near the stent post was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, one photograph from field appeared to show a valve with torn leaflet. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received cause of reported event could not be conclusively determined.